Event description:
A customer in (B) (6) informs coopervision their pt alleges a corneal ulcer from wearing a contact lens after 15 days. Corneal ulcer described as 1.5mm in size. Pt received treatment at an emergency room facility in france. The pt's current ocular status is unk.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. In addition, the "device available for evaluation?" Has been updated to reflect the correct date. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Meter powered on upon button depression and insertion of both approved cal bar and approved strips. Errc-3 was not observed.

Event description:
Customer's daughter reported customer received an err-3 message on the display of her precision qid blood glucose meter, the first time she used it, in 2009. She further reported that customer experienced diaphoresis, lost consciousness and had a seizure while driving resulting in an automobile accident. Paramedics were called, treated customer with "sugar water" (via unknown route of administration) and transported her to a local healthcare facility. Customer was diagnosed with hypoglycemia and treated with an intravenous infusion of dextrose and insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
It should be noted: while troubleshooting with customer service it was discovered the customer was not using proper testing technique. Customer service provided training, but customer refused to perform a blood glucose test or a control solution test to see if the error message issue was resolved. This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.